Manufacturer narrative:
(B)(4). Batch #: t5e38u. Investigation summary: the analysis results found that the ats45 device (c) was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. In addition, a reload (d) was received partially fired 1/10. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an appendectomy, the staples were falling out of the load and not forming in tissue. Some were said to be malformed. A second stapler would not open. The doctor paused in the firing sequence, causing the device to lock. Eventually the jaws opened and the device was removed from the body. The procedure was completed with no patient consequences.